Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease flat and white particles inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify, opening sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on valve bond edge to an unidentified (tear) opening.

Event description:
Patient reported, left side deflation. Healthcare professional confirmed, left side deflation. Device has been explanted and replaced.